Event description:
In 2004 the physician successfully performed an arteriotomy closure with perclose at (closer ak) device after an interventional procedure. Fluoroscopy was performed before the procedure but the results are unk. No difficulties were reported with device insertion, deployment or removal. Reportedly, the pt had a history of diabetes and did not receive intravenous antibiotics before or after the procedure. In 07/0204 the pt was admitted with complaint of "soreness and pain" at the arteriotomy site. The pt was observed to have "enlarged lymph nodes, inflammation and swelling" at the arteriotomy site. Reportedly, blood cultures were drawn; the results were unk. The pt was treated with intravenous antibiotics; name, dose and length of antibiotic treatment is unk. The pt was discharged from the hosp; discharge date is unk. Although requested, pt outcome is not available.